Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort when leaning or lies against any surface following a recent non-device related stroke. It was also reported that patient lost a ton weight. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Event description:
A report was received that the patient was experiencing discomfort when leaning or lies against any surface following a recent non-device related stroke. It was also reported that patient lost a ton weight. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Manufacturer narrative:
Additional information was received that the patient's discomfort was due to weight loss.

Event description:
A report was received that the patient was experiencing discomfort when leaning or lies against any surface following a recent non-device related stroke. It was also reported that patient lost a ton weight. The patient will undergo a revision procedure wherein the pocket site will be relocated.